Event description:
The customer called and reported the insulin pump would keep dying and sometimes would not turn on. The customer reportedly put a battery in the day before and on the morning of this report, the screen was blank. Customer's blood glucose was not known. Issues that would deplete battery life were discussed. It was advised a replacement battery cap would be sent to the customer and to call back if issues were to continue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.